Event description:
Plaintiff, alleges that she has been diagnosed as suffering from type-1 latex allergy as well suffered physical injuries, including but not limited to urticaria, hives, allergic, rhinitis, itchy and watery eyes, dyspnea, and other physical injuries, as well as groat dospair, and loss of enjoyment of life, and all of which are of permanent and continuing and life threatening nature, and other damages. Plaintiffs husband, alleges that he has been deprived of the consortium, care, support, and services of his spouse. In addition, plaintiff's child, alleges deprivation of consortium, care, support, and services of her mother.